Event description:
I used renu with moistureloc contact lens saline solution for years, as long as I can remember. I woke up in 2005 with both eyes infected and I couldn't dare open them due to the light sensitivity, severe pain and excessive redness. The dr was surprised and really didn't know what was wrong himself. He thought it was iritis in both eyes. But then he treated me every friday for two months with prednisone steriods and "alagran" drops. Then sent me to another dr, which sent to another and now see this dr once a month which says my eyes are semi dilated due to the scarring this infection has left. My eyes are very sensitive to light and have pain in them on a regular basis. Some are worse than others. I have been on so many drops and now I use the steroids every other day and drive to dr at least once or twice a month. (Which is two hours from home).